Event description:
A us distributor reported that a battery charger was unable to power on a hotspot.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (trouble with download) was confirmed. Upon investigation the battery charger was unable to power on a hotspot. The cause for failure was isolated to a shorted component. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged charger.